Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding the complaint that alleges discrepant results when using kit grp a strep 30 test veritor (material # 256040), batch number unknown. Bd quality performs a systematic approach to investigate inconsistent results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The bd veritor system analyzer must be used for interpretation of all test results. Operators should not attempt to visually interpret assay results directly from the bd veritor system test cartridge. With some specimens, up to four lines may be visible on the test device. The veritor analyzer will appropriately interpret the result. The root cause for the inconsistent results could not be identified. A trend analysis for inconsistent results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while using kit grp a strep 30 test veritor false negative results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false a false negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer called to report questionable result on their veritor group a strep kit."

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit grp a strep 30 test veritor false negative results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false a false negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer called to report questionable result on their veritor group a strep kit. ".